Event description:
The surgeon said the pt had complained of pain. He said the knee x-rays did not indicate a problem with the prosthesis but the pt complained of pain and he felt he should revise the implant. He said that when he opened the knee there was a large amount of old blood inside the knee.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.